Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the drive manifold (0104-00-0018). The fse then performed all manifold tests and found it ok. The unit was then working fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) system failure was coming.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11. Corrected fields; b5, b6, b7, d10, h6.

Event description:
It was reported that during routine check,, the cs100 intra-aortic balloon pump (iabp) had a system failure alarm. There was no patient involved.